Event description:
The account reported the right brake caster will not hold while in brake mode. The bed was located in 309 at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the right brake caster was worn most likely due to normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the right brake caster to resolve the issue. Based on this information, no further action is required.